Event description:
The customer states that one patient sample generated an architect c8000 magnesium assay result of >7.8 mg/dl. The same sample generated a result of 2.5 mg/dl on another architect c8000 analyzer in the lab. The previous magnesium result on this patient was 3.1 mg/dl. The customer noted that controls on this analyzer fail 20% of the time and the assay has to be recalibrated at least once per week to bring controls back into specifications. No suspect results have been reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
A specific root cause could not be identified based upon the data provided. Additional information was not provided for further investigation. There was no adverse effect to the patient.

Event description:
Customer received a falsely elevated result for troponin t for one patient sample. The sample was a serum aliquot, repeated three times on the same analyzer: initial result was 12.04 ng/ml. First repeat was 0.139 and second repeat was 0.147 ng/ml. Sample container was 13x75 in a becton dickinson vacutainer. There was no adverse effect to the patient. If additional information is received, appropriate notification will be provided.